Event description:
International complaint coordinator reports one incident of pt death after using the a-18 dialyzer. This was the pt's first time using this dialyzer. Approximately four to six hrs after treatment was completed, pt exhibited dyspnea and coma. Cardiopulmonary resuscitation was performed.